Event description:
It was reported that the pump's alarm volume is too low. The customer continued to use current pump for insulin therapy. Blood glucose level was 170 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.